Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: during surgery, a variable angle-locking compression plate (va-lcp) was used to treat a distal radius fracture. When fixing at proximal region during, the surgeon had difficulty inserting an unknown 2.4mm locking screw because drill guide could not be attached to the va-lcp plate shaft hole firmly. There was a 20-minute surgical delay due to the reported issue. There was no report of patient harm. This report is 3 of 3 for (B)(4).